Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial (ra) lead failed to sense and failed to capture. The ra lead also exhibited noise and had a varying impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, noise, and failure to sense were not confirmed. As received, a complete lead was returned for analysis. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.